Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and found to be below expected limit. An anomalous component on the hybrid was found to be the cause of high current resulting in premature battery depletion.

Event description:
It was reported that during the interrogation of the device prior to implantation, an error massage was displayed.

Manufacturer narrative:
(B)(4). The reported field event of a programmer alert was confirmed. The cause for the alert was premature battery depletion. The premature battery depletion was found to have been caused by high current present in the battery. (B)(4).